Event description:
It was reported that during a diagnostic angiogram, the tip broke off of the catheter. The physician used a snare to remove the tip. No patient complications or injury were reported. The patient is reported as 'fine' following the procedure.